Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/migration of essure device location of device: uterus/malplaced essure coil through myometrium of right fundus/cornua'), fallopian tube perforation ('perforation (fallopian tube(s)) right side'), device breakage ('breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included fibromyalgia, gastritis, dysfunctional uterine bleeding, wisdom teeth removal, hypertensive heart disease, gerd, hypertension and corneal ulcer. Concomitant products included clonixin lysinate (skelaxin), esomeprazole, metoprolol succinate (toprol xl) and ranitidine hydrochloride (zantac). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain/chronic"). In (B)(6) 2013, the patient experienced migraine ("migraine"), headache ("headaches") and hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("psychological or psychiatric problems condition: depression"), essential hypertension ("essential hypertension"), procedural pain ("transient procedure pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), micturition urgency ("bladder or urinary problems or changes: bladder urgency"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-type: uti") and fallopian tube spasm ("procedure was abandoned due to spasms in the fallopian tubes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy (bilateral), hysterectomy (full) and underwent endometrial ablation and dilation and cutterage). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, menorrhagia, pelvic pain, abdominal pain, metrorrhagia, depression, migraine, headache, essential hypertension, procedural pain, hot flush, vaginal haemorrhage, anxiety, micturition urgency, dysmenorrhoea, weight increased, urinary tract infection and fallopian tube spasm outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, essential hypertension, fallopian tube perforation, fallopian tube spasm, headache, hot flush, menorrhagia, metrorrhagia, micturition urgency, migraine, pelvic pain, procedural pain, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2012 (discrepancy noted). Received treatment for pain, breakage/ expulsion, migration, perforation, migraine, headaches, bleeding, psych injury. Current weight 170 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: gastroesphageal reflux, corneal ulcer, hypertension concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, depression . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs and mr received. Reporter information, concomitant drug, medical history added. Events: hormonal changes describe: hot flashes, abnormal bleeding (vaginal), depression, bladder or urinary problems or changes: bladder urgency, dysmenorrhea (cramping), perforation (fallopian tube(s)), weight gain, infection (bladder/urinary tract/vaginal)-type: uti ,fallopian tube spasm added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), device breakage ('breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain/chronic"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and essential hypertension ("essential hypertension"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy (bilateral), hysterectomy (full) and underwent endometrial ablation and dilation and cutterage). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, menorrhagia, pelvic pain, abdominal pain, metrorrhagia, psychological trauma, migraine, headache and essential hypertension outcome was unknown. The reporter considered abdominal pain, device breakage, essential hypertension, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: (B)(6) 2012 (discrepancy noted) received treatment for pain, breakage/ expulsion, migration, perforation, migraine, headaches, bleeding, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), device breakage ('breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain/chronic"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches"), essential hypertension ("essential hypertension") and procedural pain ("transient procedure pain"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy (bilateral), hysterectomy (full) and underwent endometrial ablation and dilation and cutterage). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, menorrhagia, pelvic pain, abdominal pain, metrorrhagia, psychological trauma, migraine, headache, essential hypertension and procedural pain outcome was unknown. The reporter considered abdominal pain, device breakage, essential hypertension, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: (B)(6) 2012 (discrepancy noted). Received treatment for pain, breakage/ expulsion, migration, perforation, migraine, headaches, bleeding, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received :- new event added transient procedure pain . Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), device breakage ('breakage') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain/chronic"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches") and essential hypertension ("essential hypertension"). The patient was treated with surgery (oophorectomy (bilateral), salpingectomy (bilateral), hysterectomy (full) and underwent endometrial ablation and dilation and cutterage). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, menorrhagia, pelvic pain, abdominal pain, metrorrhagia, psychological trauma, migraine, headache and essential hypertension outcome was unknown. The reporter considered abdominal pain, device breakage, essential hypertension, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: (B)(6) 2012 (discrepancy noted). Received treatment for pain, breakage/ expulsion, migration, perforation, migraine, headaches, bleeding, psych injury. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event "injury " replaced with "pelvic pain", events " abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), breakage, psych injury, migration/perforation: uterus. General abnormal bleeding, psych injury, migraine, headaches, essential hypertension, she did not undergo an essure confirmation test", reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.